Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anterior resection, when on rectum, the device was properly position and deployed, no staples was noted at the anterior portion of the anastomosis. The device was able to cut, but portion of the staples did not fire and did attach to the tissue. The surgeon had to hand sewn anastomosis that leads to extended surgical time more than 30 minutes and patient had to extended hospital stay. An anticipated tissue loss and tissue damage was reported.